Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the critical block and inverse critical block did not add to zero error. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they had a failed sensor and pump error. Customer is able to complete pump rewind. Error table indicated the pump should be replaced. Pump error happened twice. First error made him change the set and second error caused battery fail. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero alarms during testing however, the critical block and inverse critical block did not add to zero alarm, is found in the formatted history file due to a software error.